Manufacturer narrative:
(B)(4). Batch # p56z32. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present anvil half only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an open total gastrectomy, the tissue was uncut though the staples were deployed and formed properly. The doctor commented that he grasped the firing handle completely, but the breaking sound of the washer was not heard. The device was used for anastomosis between esophagus and jejunum. Another device was used to complete the case. There were no adverse consequences to the patient.